Event description:
During the elective knee placement, an implant impactor broke in half during the procedure. Both pieces were collected and removed from the field. During closure, an xray was taken and radiology called into the room and reported to the surgeon. Surgeon then reported to the nurse that no foreign body was reported from radiology. Case finished without further incident.